Event description:
Doctor attempted twice to place a femoral central line (both from same lot number) into a pt. On both attempts the guide wire unravelled while threading it through the triple lumen catheter. (Note: the outer wrapping separated from the central wire). This could have been potentially life-threatening to the pt. As a result the doctor was unable to get a central line to the pt.